Event description:
The 2 fixation tapes broke while pulling graft into the prepared sockets.

Manufacturer narrative:
Device evaluation : manufacturing files in conformity. The pieces were thrown by the hospital, no complementary evaluation as possible.

Event description:
Two fixation tapes broke while pulling graft into the prepared sockets.